Manufacturer narrative:
Intuitive surgical inc. (Isi) received the force bipolar instrument associated with this complaint. Failure analysis (fa) could not confirm the reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. Performed bumper and gripping test with no issue. Fa idled the instrument for 10 minutes and no motion was observed. The instrument was fully functional. Visual inspection found no issue on the instrument. No product issue was found. An additional unrelated finding was that the instrument was found to have scratch marks/abrasions on the edge of both instrument grip-tips.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode and complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument was over-extending at the wrist and led to bowel tissue being caught, requiring intervention. The force bipolar instrument was working as intended before the event. No complications with energy were reported. During the dissection of the inguinal hernia pocket, the wrist of the force bipolar instrument snagged on the bowel. The surgeon was able to successfully remove the instrument from the bowel and over-sutured the bowel to repair the defect. The same force bipolar instrument was used for the remainder of the procedure with no further reported complications. The instrument was able to be removed from the cannula without issue. The procedure was completed robotically. The patient is reported to be doing well.